Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One opened ophthalmic knife was received for the report of the dull blade. Sample was visually inspected and found to be conforming. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual testing. No further investigative or manufacturing actions are warranted at this time due to that the returned samples met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic blade was found to be dull and unable to cut during cataract surgery. The procedure was completed on the same day after replacement, and no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).